Event description:
The patient was revised because of pain.

Manufacturer narrative:
Examination of the submitted tibial tray revealed evidence suggesting loosening or micro motion of the device in vivo. Requests were conducted for additional investigational inputs. No information was obtained. The investigation could not draw any conclusions about the root cause of the reported pain; however, loosening and/or micro motion of the tray in vivo is a likely contributing factor. The investigation could not draw any conclusions about the device loosening. No evidence was found indicating product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.